Manufacturer narrative:
The customer¿s report of burnt and melted iuis was confirmed during the inspection and was found to be the result of a thermal event. The reported error codes 133.6090.0 and 120.4410.0 were confirmed in the logs an external and internal inspection was performed on the source pump module, evidence of thermal activity was observed on the male iui. An internal inspection was performed on pump module and no signs of a thermal event was observed inside the device. An external and internal inspection was performed on pcu, evidence of thermal activity was observed on female iui. An internal inspection was performed on pcu and no signs of a thermal event was observed. A basic infusion was performed with known good iuis on the returned devices. During testing there were no observations of thermal activity. There were no errors or malfunctions. Prior investigations with the reported error codes, show the proximate root cause of the error codes 133.6090.0 (main speaker failure) and error code 120.4410.0 (low back up voltage failure) is believed attributed to a shorted iui connectors and the sudden loss of the 8 volt source when it shorts to ground. The root cause of burnt and melted iui is the result of a thermal event. The exact root cause of the thermal event could not be definitively determined; however, evidence of dried fluid on the housing of the female iui suggests a possible short circuit. The reported complaint of error codes 133.6090.0 (main speaker failure) and error code 120.4410.0 (low back up voltage failure) is attributed to a shorted iui connectors, when the 8 volt source shorts to ground.

Event description:
It was reported that the iui connectors are burnt and melted where the pump and pc unit are connected together. Also, system errors 133.6090 and 120.4410 have occurred. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the iui connectors are burnt and melted where the pump and pc unit are connected together. Also, system errors 133.6090 and 120.4410 have occurred. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient.